Event description:
It was reported that a pt who underwent an x-stop procedure at level l4/5 did not obtain relief from pain. The device was removed. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.